Event description:
A customer reported that the equipment did not recognize the accessory during a procedure. Following a 30 minute delay, the procedure was completed with no impact to the patient.

Manufacturer narrative:
A review of the service report indicates the symptoms were rfid (radio frequency identification) non conformity and low battery. The company representative examined the system and replaced the pneumatics rfid pcb to address the problem reported. The company representative also replaced the battery pak to address the low battery issue. The low battery issue was not related to the reported event of system "did not recognize the accessory". The system was then tested and met all product specifications. A review of the system's event log was able to confirm the reported event. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).